Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. During a visual inspection, the guidewire distal tip was noted to be overly shaped, the guidewire was noted to be kinked/bent from 189cm from the proximal end, the guidewire ptfe (polytetrafluoroethylene) coating was noted to be peeling in multiple areas from the proximal end to 35cm from the proximal end, the core wire distal end was observed through the distal tip dome, the guidewire was soaked in water. After soaking the guidewire, it was inspected wet. The hydrophilic coating was intact. The guidewire distal tip revealed slight uneven swelling/bulge on its distal tip, when dry after approximately 10 seconds, the distal tip showed no anomaly and the swelling/bulge had disappeared. The torque device was not returned. During a functional test, functional inspection, the guidewire was advanced through a flushed demonstration sl-10 microcatheter, friction was noted as the guidewire advanced towards the distal end of the microcatheter. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on the device analysis. The device failed to meet specifications when received for complaint investigation due to the analyzed anomalies. Additional information provided by the customer indicates there was no damage noted to the packaging prior to opening the packaging, there was no resistance when the guidewire was taken out of the dispenser hoop, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared for use as per the directions for use, the guidewire was shaped 80 degrees, continuous flush was set up and maintained throughout the clinical procedure and it is unknown how tortuous was the patients anatomy. Flush was given inside the microcatheter at the time when the guidewire was inserted. There was no friction or resistance felt at the hub and the introducer sheath was used when inserting the guidewire. Product analysis found when the distal tip of the guidewire had been overly shaped. A kink was also noted 189cm from the proximal end. After soaking the guidewire in water to activate the hydrophilic coating, the hydrophilic coating was found to be intact, but the guidewire distal tip revealed slight uneven swelling/bulge. However, when dry after approximately 10 seconds, the distal tip showed no anomaly and the swelling/bulge had disappeared. This is a cosmetic issue and there is no damage to the coating. During the dimensional inspection, the od's were confirmed to be within specification when the device was both wet and dry. During the functional inspection, the guidewire was inserted and advanced through a flushed demonstration sl-10 microcatheter and friction was noted as the guidewire advanced towards the distal end of the microcatheter. There was evidence of scraping and peeling of the ptfe (polytetrafluoroethylene) guidewire coating from the proximal end to 35cm from the proximal end. The peeling/scraping most likely occurred as a result of interaction with another device. The damage noted is consistent with backloading the proximal end of the guidewire into the distal end of the introducer and pulling it through the introducer. The as reported ¿guidewire torque problem¿ and as analyzed ¿guidewire kinked/bent¿, ¿guidewire ptfe coating peeling¿, ¿guidewire friction¿ and ¿device has cosmetic/appearance issue¿ has been assigned handling damage as the issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.

Event description:
The guidewire (subject device) was returned for analysis and it was discovered that the guidewire (subject device) ptfe (polytetrafluoroethylene) coating was noted to be peeling in multiple areas. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.